Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. We are unable to evaluate the device as it was not returned to kimberly-clark for analysis. The directions for use state, "use carefully for patients with altered levels of consciousness." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The device was not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating, "while using the swab to clean an agitated patient's mouth, the swab stick bent and then snapped in two. The patient needed to be sedated in order to remove the one piece of the swab stick from his mouth." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).